Manufacturer narrative:
Event date: (B)(6) 2019. Date of this report: 05aug19. The customer only desired a quote. The customer received part information to replace the flow sensor assembly.

Event description:
It was reported that the unit's flow sensor was failing. There was no patient involvement.